Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck in the injector and that on implantation into the eye the optic was damaged / cut in the middle. The lens was explanted during the original surgery session through an enlarged incision. Post-operatively, the patient is reported to have corneal oedema. The healthcare facility has advised that the product associated with this event. Is available. Rayner has requested the return of the device for evaluation. The rayone preloaded risk analysis identifies forcing a blocked injector and inadequate lubrication as possible causes of "lens optic damage". Additionally, the rayner hydrophilic acrylic intraocular lens risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure incorrect: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing and cracked optic surface post injection due to dehydration of lens. Rayner is following up with its brazilian distributor to obtain additional information to facilitate further investigation of the event. The initial information received identifies that the lens did get stuck in the injector. The rayone IFU "use of rayone" section "fig 7" states "...if excessive resistance is felt this could indicate a blockage; discontinue use of the injector and iol". A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 082198182.

Event description:
On (B)(6) 2023, rayner received notification from its brazilian distributor of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that the iol got stuck in the injector and was implanted into the eye with a damaged optic necessitating explantation of the iol.